Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was interrogated, and confirmed battery longevity at 5 years however, recent check almost a month ago, this device was at 8.5 years. In addition, the outputs were increased, went from 4v at 0.4 ms to 4.5v at 1 ms. Data analysis received indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction was filed to capture the changes in the initial reporter and on g2: report source.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was interrogated, and confirmed battery longevity at 5 years however, recent check almost a month ago, this device was at 8.5 years. In addition, the outputs were increased, went from 4v at 0.4 ms to 4.5v at 1 ms. Data analysis received indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the plan is to bring the patient at the end of 90 days to send in more data for analysis to reevaluate pd possible 90 more days of battery life. To date, the device remains in service. No adverse patient effects were reported.